Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Event date - (B)(6) 2019. UDI# - (B)(4). The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Product review of the skin graft mesher on (B)(6) 2019 revealed that the comb was bent and the roller was damaged. The other missing shield could not be found; no shield was missing. No ratchet or cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2019 which included replacement of the comb and roller. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. While the returned product investigation confirmed that the skin graft mesher had a bent comb, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The root cause of the missing shield and leak at the connection cannot be specifically determined with the provided information because those failures were not able to be reproduced during evaluation. The device was noted to be functioning as intended after the comb and roller were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It has been reported that there was a missing shield and bent lower shield. There was leaking at connection, but there was no leak in the hose. As they tried to mesh the dermis, the plastic feeding tray would move sideways and not allow them to go through smoothly and jam. They were able to use the portion of skin that was meshed. No harm to patient or team. There was a delay of 30 mins reported. No additional patient impact was reported.